Manufacturer narrative:
Pump received with cracked and bleeding liquid crystal display glass. Unable to perform the displacement due to physical damaged to crystal display glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was 8.7 mmol/l. Customer also stated that the screen was cracked. The device will be returned for analysis.